Manufacturer narrative:
A sample device was not returned for analysis. Monarch complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract surgery with intraocular lens (iol) implant procedure, optic was linearly scratched. That scratch was made against the direction of advancement of plunger. However in the vertical way, leading to the guess that said scratch had been there before even insertion started. No further information is expected.

Manufacturer narrative:
Five used company cartridges were returned in a zip-lock pouch. It was stated it was unknown which of the five returned cartridges was the actual complaint sample. The five used company cartridges were numbered 1-5 for evaluation purposes. The used company cartridges were microscopically examined externally and internally. Viscoelastic was observed in the cartridges. Two of the five cartridges exhibited an inadequate amount of viscoelastic. None of the used company cartridges exhibited any damage or abnormalities. All five of the cartridges had evidence of placement into a handpiece. The cartridges were cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Photos were provided with varying clarity. A haptic junction was visible in one of the photos. A linear mark was observed near the optic center. The mark did appear to be aligned with the fold/travel path. The damage has the appearance of a crack or a narrow scratch. The damage appears to be on the anterior surface. A crack or scratch across the optic on the anterior surface may be caused by a plunger override or and instrument used to grasp the lens. Short video was provided. The lens and cartridge preparation were not shown. The video started with the lens being advanced into the eye. Both haptics were tucked in the optic fold. Due to the quality/focus and length of the video the damage observed in the photos could not be seen. No other determination can be made as the lens remains implanted. A qualified cartridge was indicated. The handpiece and viscoelastic were not provided. The product investigation could not identify a root cause for the reported scratch. The five returned used company cartridges did not exhibit any damage or abnormalities. Based on review of the provided photos, the lens was damaged. Although unable to verify from the photos, the damage appeared to be a crack or a narrow scratch on the anterior surface of the lens. The damage did not appear to be in the fold or travel path. The video did not show the lens or cartridge preparation. The anterior optic surface does not touch the cartridge during advancement/delivery due to the lens being folded. The manufacturer internal reference number is: (B)(4).